Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose was 140 (mg/dl). Additionally, it was reported that the pump display was dimmed and showing irregular colors. Although requested, the customer declined troubleshooting.